Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and reported that the patient had presented with worsening dyspnea on exertion, lower extremity edema and orthopnea. An echocardiogram was performed and noted severe aortic valve stenosis moderate to severe aortic regurgitation, severe mitral annular calcification, moderate tricuspid regurgitation and moderate pulmonary hypertension. An angiogram was performed and noted the left anterior descending 50-70% in stent restenosis and confirmed the severity of the aortic valve stenosis. The patient had an aortic valve replacement and a mitral valve replacement. It was noted there appeared to be an old abscess type cavity involving the noncoronary annulus resulting in a separation of the aorta from the noncoronary portion of the annulus which required surgical repair. The patient also underwent a single vessel coronary bypass procedure to the left anterior descending and an implant of an epicardial dual chamber implantable pulse generator (ipg). The patients postoperative course was complicated by severe coagulopathy required transfusion of plasma, plates, and multiple factors. A transesophageal echocardiogram revealed normal functioning prosthetic valves with a mild mitral perivalvular lead. The bleeding was controlled however the patient had severe vasodilation requiring vasoconstrictors which may have been related to the transfusion of multiple blood products. The patient further developed multi system organ failure and persistent acidosis which was unable to be corrected and the patient expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died one day post implantable pulse generator (ipg) implant. Follow-up was attempted to obtain the relevant information; however, no additional details are available at this time. This event is being conservatively reported in an abundance of caution.